Event description:
The report received indicated that during stent implantation in the distal rca, the cypher balloon burst at 10 atmospheres. The vessel was described as mildly calcified and mildly tortuous. The stent was already satisfactorily deployed upon burst of the balloon and no further intervention was required. There was no report of pt injury. Additional pt and procedural details are not available, as per the reporting affiliate. The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional info will be submitted within 30 days.